Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device produced audible tones in the presence of a magnet. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that at the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a message was displayed when the s-ICD was interrogated indicating that the patient name could not be found. Boston scientific technical services (ts) was contacted and provided additional troubleshooting. The programmer was plugged in and the electrocautery machine was turned off. The s-ICD was then able to be interrogated and it was successfully implanted. No adverse patient effects were reported. At a later date, the s-ICD was explanted and returned. There were no allegations against the functionality of the s-ICD received.